Manufacturer narrative:
The reported complaint for a system error 66 was confirmed. Upon receipt of the reported device from the customer, the device underwent a thorough investigation including a review of the operation log. The results and actions taken are as follows: system error 66 is an invalid door state; unknown software state of the door processor. Se 66 will not allow the infusion to continue and it has no effect on the infusing volume or rate. Investigation results: during testing run, the device stopped infusing and alarmed se 66 and se 73. An event involving se 66 and se 73 is an unknown test message failure from the door lcd processor's communication with the main processor. Actions taken: replaced lcd (p/n-435268) to correct alarms. Performed preventative maintenance service. Performed preventative maintenance service. Operation log review results: the operation log shows a dose start of midazolam at 1ml/hr with vtbd of 50ml on (B)(6) 2014 at 5:14am. A dose alarm (se 73) occurred at 6:23am with a volume delivered of 1.1ml. At 8:01am a dose start of norepinephrine at 56.2ml/hr with vtbd of 250ml. At 8:06am, the pump was placed on hold with a volume infused of 4.9ml. At 8:07am, a dose start with a new volume infused of 15.1ml. At 8:22am, pump was placed on hold with volume infused of 19.4ml. At 8:22am, a dose start with new vtbd of 200.6ml. At 8:33am, a dose alarm (se 66 and se 73) occurred with 29.1ml infused. No further infusions take place after 8:33am.

Event description:
It was initially reported by the customer on (B)(6) 2014 that outlook es infusion device had alarmed an error code 66. The reporting customer states the event as follows: "the pump was alarming an error code 66 with a dose alarm-communication error. The pump was also alarming when they had midazolam 100mg/100ml bag. The rate for this drug 1mg/hr. The patient was receiving norepinephrine 80/250ml bag. The rate was 30mcg/min. The soft max rate for this medication was 20mcg/min. There was no hard max rate. The nurse programmed it above the rate." The incident occurred on (B)(6) 2014 6am-8:34am. The pump was stopped at that point and another pump was used in order to avoid the alarms. The patient was in hospice. The patient past away after the alarming device was removed. Customer states that the device was not responsible for patient's status.